Event description:
The customer reported a leak at the hematocrit sensor tubing. Name of complainant: same as rptr. Customer reported a blood leak at hct sensor tubing that occurred during the early stages of a treatment procedure. Treatment was stopped immediately. Treatment was not restarted. Customer cleaned hct sensor, installed a new kit and ran the treatment procedure with new kit on the same pt. This treatment went well and pt is fine. The customer did not return any product for investigation.

Manufacturer narrative:
A review of lot file a750 was performed. There were no nonconformances reported for this lot. There were no alarms noted during lot release testing. This lot met all release requirements. A review of complaints rec'd for lot a750 was performed. There was one add'l complaint reported for tubing of hct leaks to date for this lot. This assessment is based on the info available at the time of the investigation. No product was returned by the customer. Therefore, no root cause could be determined based solely on the info provided by the customer. Complaints of this nature are monitored through tracking and trending. Should a trend arise, further action will be taken. Mxp# (B)(4). Refer to CAPA# (B)(4).